Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced shortness of breath (sob) and was complaining of abdominal pain, but recent testing was negative for inflammatory processes. The computerized tomography (CT) scan showed an acute pulmonary embolism and a venous duplex showed age indeterminate occlusive thrombus in left internal jugular vein, left subclavian vein, left axillary vein, brachial and basilica vein. The patient was then treated with intravenous medication. Moreover, the physician felt that the deep vein thrombosis (dvt) was secondary to ICD lead on the left subclavian vein and the consultants felt that there was no need to remove the ICD lead at this point. Furthermore, the patient had improved and was discharged from the hospital with new prescription. The lead remains in service. No additional adverse patient effects were reported.